Manufacturer narrative:
On (B)(6) 2019, mentor received additional information about the event: both of the patient¿s breast prostheses deflated. A separate medwatch report will be submitted for the patient¿s right breast prosthesis. The patient underwent bilateral explantation on (B)(6) 2019. The left breast prosthesis was replaced with a mentor smooth round moderate profile 475cc saline breast prosthesis. The right breast prosthesis was not replaced. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, a deflation of a saline breast implant was reported. During visual evaluation of the sample, a crease was observed in the posterior view. Leak testing was performed, and it revealed an area of shell abrasion within crease. In addition, a tear was noted within the shell abrasion, measuring approximately 0.1 cm. No other anomalies were discovered. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Shell abrasion is a weathering occurring in the smooth layer and can eventually progress through the shell of smooth devices. A crease/fold failure may be the result of the continuous and sustained stresses to the device. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. It is most likely that the shell abrasion was created due of high stresses caused by acute folds which resulting in a tear at a later date. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: left breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient underwent a breast reconstruction revision procedure with a mentor smooth round moderate plus profile 600cc saline breast prosthesis that deflated after implantation. Deflation of the patient¿s left breast prosthesis was diagnosed by a healthcare professional. As a result, the patient underwent explantation and replacement with an unspecified mentor saline breast prosthesis on (B)(6) 2019.